Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the arc drag motor was failing. The fse changed the c-arc drive motor and movements are calibrated with required tests. After changing of c-arc drive motor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that c-arm movement was not functioning. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that the drive motor of the c arc was failing. The drive motor of the c-arc has been replaced that the system was returned to use in good working order. The investigation is ongoing. A follow-up report will be submitted when further information is received.